Event description:
In this case, it was reported that the patient suffered a cva postoperatively after mitral valve replacement. Over the next several days he developed a large amount of serosanguineous drainage from his sternal incision and on exam had a separation of the sternal edges. He was taken to the or for mediastinal irrigation and sternal wiring. Per discharge summary, on (B)(6), he had an acute change in mental status and expressive aphasia. He was diagnosed with a r-mca infarct on the CT scan. Otherwise did well and was discharged to rehab on (B)(6) 2013. No other details provided.

Manufacturer narrative:
Device not returned. There have not been any allegations that the edwards valve caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, there is insufficient information to conclusively determine the root cause of this event at this time.